Manufacturer narrative:
The exact date of the event is unknown. The provided event date, (B)(6) 2022, was chosen as a best estimate based on the date that the manufacturer became aware of the event, (B)(6) 2022. The complainant was unable to provide the suspect device upn and lot number. Therefore, the manufacture date and expiration date are unknown. Medical device problem code a1502 captures the reportable event of gel misplaced, non-vascular. The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar was implanted during spaceoar placement procedure performed on an unknown date. Fiducial markers were administered transperineally and the procedure was done under monitored anesthesia care (mac). Upon reviewing the post procedure imagery, it was determined there was a rectal wall infiltration. There have been no patient complication as result of this event. External beam radiation therapy (ebrt) is being delayed for 6 months, until spaceoar is fully dissolved.